Event description:
It was reported that the hard drive was intermittently problematic thereby resulting in lockups. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was replaced and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.